Event description:
According to the reporter, "during implantation of the juggerknot anchor, the entire tip got broken. Delay 10 min."

Manufacturer narrative:
No product was returned for evaluation at this time. The reporter could not provide the lot number of the complaint product. The report could not been substantiated and a cause for the event cannot be established. This report and use of categorical definitions required by FDA 3500a does not constitute an admission by riverpoint medical or its employees that riverpoint medical or its employees have caused or contributed to the event described in this report. Riverpoint medical has filed this information to comply with the medical device reporting regulation 21 cfr 803. If additional information is provided to riverpoint medical regarding this event, a supplementary 3500a form will be submitted as required by the FDA.